Event description:
Troponin test run on I-stat machine sn-(B)(4), when scanning bar code label on blood tube the patient's ID number did not match. The I-stat displayed (B)(6), although the patient number and bar code was (B)(6). Since patient results could not be verified, the sample was retested on another device. The I-stat machine sn-(B)(4) was taken out of service and returned to the manufacturer.